Event description:
It was reported the patient's right l3 and l5 leads had high impedances and visible fractured by x-ray. As a result, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation.based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4) , serial:(B)(6) , batch: 7582371 . Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4) , serial:(B)(6) , batch: 7751716 .